Event description:
Home hemodialysis patient reports a leak between the connection of the fistula needle luer to the venous blood line patient luer connection. The leak was noted at the onset of the patient treatment. The venous blood line was replaced and the treatment was continued without incident. The home patient reports no patient injury or need for medical intervention.